Event description:
Healthcare professional reported, right side capsular contracture, baker grade IV. And "folds in the cover of the prosthesis". Diagnosed via ultrasound. The device has been explanted with a complete capsulectomy. And replaced with another manufacturer's device.

Manufacturer narrative:
E.1.: phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Device analysis: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ crease folding of implant: observed. As per the investigation procedure deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, and "folds in the cover of the prosthesis" diagnosed via ultrasound. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe as it is not related to the device. Crease/ folding of implant: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, and "folds in the cover of the prosthesis" diagnosed via ultrasound. The device has been explanted with a complete capsulectomy and replaced with another manufacturer's device.